Event description:
Follow-up information of 16th january 2001. It is reported that the pt, as of 11th january 2001, has recovered completely.

Event description:
Needle injury. Case description: a medical dr reported that a pt had to have a novofine 30g needle removed after it had broken during injection. The needle stayed in the patient's skin and was removed at a hospital. Further information requested. Follow-up information of 01/02/2001: it is reported that the pt was not hospitalised in order to have the needle removed, the pt was sent home after a simple operation for removal of the needle in 2000. The pt is now attending a hospital as an outpatient. The pt has had no prior episodes of broken needles.